Manufacturer narrative:
The consumer's complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use; while on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. Test strip lot # 1020215082, expiration date: 3/2017, control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not yet returned to manufacturer.

Event description:
Consumer called in concerned about the discrepancy between her 2 nml meters. Consumer treated herself based on the bg results with insulin. According to consumer "....it resulted in an episode of low blood sugar..." Result in question were obtained directly from meter memory (actual date is 11/09) (B)(6) 2015 at 11:36 am bg 195 mg/dl before lunch - consumer treated herself by taking her " usual" amount of 12 units of regular insulin. Consumer stated she was finishing playing bingo and was leaving when she 'felt dizzy' and had to be helped back to her seat. Using the meter and ts in question consumer performed a blood glucose test as directed in the owner's guide (B)(6) 2015 at 01:25 pm bg 159 mg/dl result in question . Not feeling comfortable with the result, consumer used her backup meter (s/n: (B)(4)) with ts in questioned. (B)(6) 2015 at 01:31 pm bg 47 mg/dl. Consumer was given a candy bar and driven home by a friend. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use; while on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call.